Event description:
It was reported that a large volume pump (lvp) had "turned off" unexpectedly during an infusion. The clinician indicated that they were attending to a progressive care unit (pcu) patient with four modules infusing, but upon returning, they found that one of the modules had stopped infusing unexpectedly. They indicated that when they pressed the channel, it resumed functioning and continued to work properly for the remainder of the shift. The device was not removed from service, and there were no complications for the patient and no patient harm due to the channel being inactive.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an lvp pump unexpected shutdown was not determined because no products or device logs were returned.

Event description:
It was reported that a large volume pump (lvp) had "turned off" unexpectedly during an infusion. The clinician indicated that they were attending to a progressive care unit (pcu) patient with four modules infusing, but upon returning, they found that one of the modules had stopped infusing unexpectedly. They indicated that when they pressed the channel, it resumed functioning and continued to work properly for the remainder of the shift. The device was not removed from service, and there were no complications for the patient and no patient harm due to the channel being inactive.